Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 75% stenosed lesion being treated was located in the severely calcified, mildly tortuous proximal circumflex (cx) artery. Three years post the original intervention, the two previously placed non-bsc bare metal stents were found to be restenosed. The lesion was predilated with a 2.5x15 mm quantum balloon and a 2.5x10 mm angioscope balloon. A 2.50x20mm taxus express2 drug eluting stent was placed inside of the non-bsc stents, in the proximal cx and was post dilated with an unknown size balloon. The procedure was completed successfully. Four days post the deployment of the taxus stent, the patient presented with an acute myocardial infarction, sub acute thrombosis was noted. The lesion was predilated with a 2.5x15mm maverick balloon. A 2.5x12mm non-bsc stent was placed in the proximal cx and a 2.0x12 non-bsc stent was placed in the mid cx. Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.